Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 and on (B)(6) 2019 due to diabetes ketoacidosis and hyperglycemia. The customer's blood glucose value at time of incident was 365 mg/dl at time of first hospitalization. Customer was having a problem with her sensors. Customer stated sensor only lasts 4 days and she's always getting sensor updating alert then after sensor updating she will get a change sensor alert. Customer reported they did receive a calibration not accepted alert. Customer also had high blood glucose events with a couple of hospitalizations, stated her cannula was bent. Customer declined troubleshooting. Customer had positive results in ketones test along with symptoms like nausea, vomiting and abdominal pain. Auto mode feature was inactive and was not automatically adjusting insulin at time of high blood glucose event. Customer stated she was hospitalized twice but cannot remember her blood glucose for second time but stated she went into diabetes ketoacidosis at same hospital emergency medical services, emergency room. Customer declined to continue with troubleshooting. The devices will not be returned for analysis.